Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae and the image showed a pch with a broken/missing distal clevis ear and conductor cap.

Event description:
It was reported that during a da vinci assisted surgical procedure, the 8mm permanent cautery hook (pch) was broken at the transparent plastic joint area. The customer replaced the instrument to continue with the procedure. The customer stated that there was a risk of the broken fragment falling into the surgical site. No fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use. The hook was broken at the transparent plastic hinge. The issue caused a delay of less than 15 minutes.